Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that the helix of the right ventricular (rv) lead had failed to be extended before being placed in the patient's body. The rv lead was removed and replaced during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the connector region found the inner coil was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing was normal. No other anomalies were noted with the exception of procedural damage.